Event description:
It was reported to medtronic minimed that the customer called in regarding the loaner pump that keeps on beeping on them even though the customer was not using it and just sitting at the table. The customer checked the alarm history, it says insulin flow was blocked and low reservoir. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, and mmt-1780kl. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was not performed for the insulin flow block alarm, beep/vibrate anomaly/constant tone, and low reservoir. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Low reservoir alarm was programed at 20u and alerted when the reservoir reached 20u. Reservoir alarm works as programed, no low reservoir anomalies noted. Thus, and carelink software were utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2025 at 18:18:19.000 during basal. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.5mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged low reservoir anomalies not confirmed. Alleged audio/vibrate/absence of alarm anomaly not confirmed during testing or in the pump history/trace files. Alleged insulin flow block alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.